Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 7.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient faced seven infusion set adhesive issue event on 01-jul-2024. No further information available.